Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Customer stated no need for repair at this time due to unit no longer being used and is retired. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported for cardiosave intra-aortic balloon pump (iabp) by getinge field service technicians that during the field action of coil cable, detected that unit fail patient interface module test. No patient involvement and no patient injury reported.